Event description:
Reportedly, the display screen of the subject programmer remains black while the unit is powered on. Because the screen appears to have no backlighting, no information is visible on the display screen, leaving the programmer unusable. Preliminary analysis of the returned unit confirmed the reported behavior.

Event description:
Reportedly, the display screen of the subject programmer remains black while the unit is powered on. Because the screen appears to have no backlighting, no information is visible on the display screen, leaving the programmer unusable. Preliminary analysis of the returned unit confirmed the reported behavior.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
In-depth investigations revealed that the root cause of this behavior is related to a failure of the etx board.

Event description:
Reportedly, the display screen of the subject programmer remains black while the unit is powered on. Because the screen appears to have no backlighting, no information is visible on the display screen, leaving the programmer unusable. Preliminary analysis of the returned unit confirmed the reported behavior.